Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # ep-105895, liner, lot # 370930, item # 31-323220, drill bit, lot # 450170, item # 31-323220, drill bit, lot # 354620, item # pt-106060, cup, lot # 411250, item # 103534, bone screw, lot # 097270, item # 103532, bone screw, lot # 189170, item # 103533, bone screw, lot # 097200, item # 103533, bone screw, lot # 902870, item # 108391, collar, lot # 421770, item # 11-108251, distal stem, lot # 318290, item # 130615, intramedullary plug, lot # 663590. Attorney; multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03928, 0001825034-2018-03929.

Event description:
It was reported that a patient was revised approximately 8 years post implantation due to pain. An excessive amount of scar tissue was removed. Patient was (B)(6) for infection. All devices were well fixed and in pristine condition. The head and liner were revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.